Manufacturer narrative:
(B)(4). Attempts to obtain additional event details have been made. If additional information is received, a supplemental report will be submitted.

Event description:
According to the reporter: during a lap esophagectomy, the needle fell out of the device while toggling. The needle was recovered and a another device was put into field to complete the case.